Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. (B)(4).

Event description:
It was reported that during implant of the patient's implantable cardiac monitor the monitor showed very low r-waves and intermittent noise. The device was reprogrammed and re-positioned several times with no changes. The device was not used and replaced with a new icm. No patient complications have been reported as a result of this event.